Manufacturer narrative:
The lot number and expiration date were not provided. Qc was within range on the date of the event. A field service engineer (fse) determined that the sample probe had loose screws. The fse tightened the screw, fixed it with a screw lock, and adjusted the probe. Qc was performed and passed. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable results from multiple patient samples from the elecsys vitamin d total iii (vitamin d) one the cobas e 801 module, one data sample was provided. The initial result was 35.5 ng/ml and the repeated results were 17 ng/ml.